Event description:
Related manufacturer reference# 3006705815-2019-03292 & 3006705815-2019-03293. It was reported the patient has been experiencing stimulation turning off intermittently due to lead migration. As a result, the patient's entire system was explanted and replaced. Surgical intervention resolved the patient's issue. The patient's leads have been added to this event as a new device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing stimulation turning off intermittently. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.